Event description:
The customer called to report high blood glucose levels and the insulin pump not alarming no delivery. Troubleshooting was not possible at the time of the call. The customer was not comfortable using the insulin pump, and asked about returning it. Advised that her concerns would be forwarded to the proper people. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.